Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a full supply change of insulin and a contact detach infusion set, with a peak of 289 mg/dl and approximately 6 hours above range; inspection confirmed no visible leaks and proper priming, and the issue resolved after switching the infusion site. Symptoms included hyperglycemia without ketones. Outcomes included self-management at home without medical intervention or backup therapy. Investigation included troubleshooting and user education conducted by support staff. Investigation of this case revealed that the specific cause of the hyperglycemia was not identified, though the site change led to recovery. It was concluded that the event was consistent with hyperglycemia of unclear cause, with device function not confirmed to be at fault.